Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced infection with symptoms of drainage at the ipg site. The patient was treated with antibiotics. As of (B)(6) 2017 infection has resolved.